Event description:
After a reload had been fired in a sleeve gastrectomy procedure, it was noted that the device only partially stapled the tissue. About 2 cm of the cut tissue was not stapled, and so sutures were applied. The procedure had to be converted from a laparoscopic to an open one. The patient was in good condition by the end of the procedure.

Event description:
After an ir60b reload had been fired in a sleeve gastrectomy procedure, it was noted that the device only partially stapled the tissue. About 2 cm of the cut tissue was not stapled, and so sutures were applied. The procedure had to be converted from a laparoscopic to an open one. The patient was in good condition by the end of the procedure.

Manufacturer narrative:
This data has been removed in the follow-up report. Device was not returned.

Manufacturer narrative:
The device was not returned and so an evaluation was not done. The issue will be monitored and trended. Device was not returned.